Event description:
Customer reported a discrepancy in the displayed and actual time on the pump, which was greater than five minutes, but did not know the cause. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose readings above 500 mg/dl or below 54 mg/dl. Customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the time discrepancy recurred. Customer acknowledged and understood the guidance provided.